Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint drug eluting stent was implanted. Approximately 55 months post procedure patient died. The cause of death is unknown. Death was classified as cardiac death.